Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. History list: (B)(6) 2013 the bolus of 5.0 iu, reported by the customer, was not in the history. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing erratic blood glucose levels for 2 weeks. Patient stated her blood glucose level has been between 64-424 mg/dl. Patient reported she thinks the infusion device doesn't work correctly. Patient stated on (B)(6) 2013 at 2:16 pm her blood glucose level was 424 mg/dl, she administered 5.0 units of insulin via the infusion device and then at 4:16 pm her blood glucose level was 310 mg/dl. Patient reported at 8 pm her blood glucose level was 64 mg/dl; took correction via syringe. Patient stated she was able to get her blood glucose level under control by herself. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.